Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, in stent restenosis and thrombosis occurred. The patient presented at the time of the index procedure due to unstable angina (braunwald classification ia). Cardiac catheterization revealed a 75% stenosed and 13mm long lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 2.2mm. This was treated with direct stent placement of a 2.25x16mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The patient was discharged one day later on aspirin and prasugrel. On (B)(6) 2011, the patient was admitted due to chest pain radiating between the shoulder blades and shortness of breath with an etiology noted to be stent thrombosis. Cardiac catheterization revealed that the mid lad had 60-70% in stent restenosis of the previously placed study stent. The proximal lad was normal and the distal lad tapered to a small caliber vessel. The restenosis was treated with a cutting balloon resulting in 10% residual stenosis. The event was considered resolved without residual effects and the patient was discharged one day later. It is the opinion of the physician that this event is related to the taxus liberte stent.

Event description:
(B)(4). It was reported that post a stenting treatment procedure, in stent restenosis and thrombosis occurred. The patient presented at the time of the index procedure due to unstable angina (braunwald classification ia). Cardiac catheterization revealed a 75% stenosed and 13mm long lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 2.2mm. This was treated with direct stent placement of a 2.25x16mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The patient was discharged one day later on aspirin and prasugrel. (B)(6) 2011, the patient was admitted due to chest pain radiating between the shoulder blades and shortness of breath with an etiology noted to be stent thrombosis. Cardiac catheterization revealed that the mid lad had 60-70% in stent restenosis of the previously placed study stent. The proximal lad was normal and the distal lad tapered to a small caliber vessel. The restenosis was treated with a cutting balloon resulting in 10% residual stenosis. The event was considered resolved without residual effects and the patient was discharged one day later. It is the opinion of the physician that this event is related to the taxus liberte stent.

Manufacturer narrative:
(B)(4).